Manufacturer narrative:
The investigation for the reported high purge pressure has been completed. The impella device has not been returned for evaluation. In addition, as the necessary clinical information was not provided and the device was not returned, the root cause of the high purge pressure could not be determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the device experienced high purge pressure and was explanted and replaced as a result. There was no reported patient harm.